Event description:
It was reported that the bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: I have had two recent incidents with defective bd 25 gauge safety glide needles. Failure mode of needle clogged/ blocked. This concern is related to their blocked needle escalation involving the 25g safteyglide needle.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 30-dec-2022. It was reported the needles were blocked. To aid in the investigation, one sample with the plastic shield and a packaging blister top web was received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution. It was not possible to expel the solution; the needle is clogged. A device history record review was completed for provided material number 305916, lot number 2195356. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch #2195356 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Additional device histories were reviewed for each batch of needles used in the manufacturing of this batch. During the history review, two lots were identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred during production. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: I have had two recent incidents with defective bd 25 gauge safety glide needles. Failure mode of needle clogged/ blocked. This concern is related to their blocked needle escalation involving the 25g safteyglide needle.